Event description:
ICD gave inappropriate shocks due to vent. Lead oversensing. The ICD had been placed submammary. Both leads pulled back into the submammary pocket. After re-positioning the leads they were tested, noise was recorded on the atrial and vent.